Event description:
It was reported that patient underwent total hip replacement in 2006, in which she received a durom cup acetabular component. Post-op, patient's attorney reports that patient has been experiencing pain and is attempting to reschedule her revision.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.